Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids, and manual injections. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support, however confirmed the pump was working as intended.